Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing on the right atrial (ra) lead. The oversensing led to pacing inhibition, but asystole that was less than 2 seconds. The pacemaker was reprogrammed from bipolar to unipolar, but a revision procedure was scheduled. The ra lead and pacemaker were explanted and replaced. The cause of the observations was not confirmed. No additional adverse patient effects were reported.